Event description:
41 yr old female who was undergoing diagnostic laparoscopy when inadvertent injury to the vasculature occurred with a trocar. Small laceration in the right common iliac artery and mesentery of the bowel were noted and repaired.